Manufacturer narrative:
Per the user guide: tandem diabetes care recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down. Customer's blood glucose was elevated (value not provided). Contact reported customer charges the pump once a week. Tandem clinical diabetes specialist (cds) instructed contact to plug pump in to charge it. Pump powered back on indicating the battery had no charge left. Cds recommended that customer charge the pump daily. Customer's blood glucose was elevated.